Event description:
It was reported that during follow-up an alert for a potential problem with the high voltage lead was noted. The pace/sense portion of the lead had previously been capped and replaced. The defib portion of the lead was capped and replaced. The patient condition was good during and after the event.